Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. The customer managed the situation by consuming carbohydrates and did not require assistance from a third party. Technical support helped the customer update specific settings and advised consulting with a healthcare professional for future updates.